Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06feb2020.

Event description:
The customer reported dim display. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported dim display issue, and verified the brightness was turned all the way up. The fse arrived on site, attempted to adjust the display, even set at five unit, but it was still dim. The fse replaced the user interface liquid crystal display, however the issue persisted. The fse then replaced the user interface printed circuit board assembly and reassembled the unit. The unit returned to service following repairs, was checked, tested, cleaned, and produced no further abnormalities.